Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on 04/20/2016 to report that on (B)(6)2016, the patient's receiver and smart device lost connection with the transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Share data was evaluated and it confirmed the customer complaint. The reported event loss of connection was confirmed. The root cause could not be determined.